Manufacturer narrative:
The reporter informed the company that the product will not be returned.

Event description:
Consumer e-mailed and stated that while in use, the brush head stopped working correctly and a piece of metal fell out of the brush head into his mouth; it had broken within days of changing it. No injury was reported.